Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage in the molded insulation at the terminal end of the lead. It was noted, that the front seal area was missing and appeared to be freshly torn off. There were no other damages in the insulation observed. Laboratory analysis concluded that the molded insulation damage likely occurred during the explant procedure.

Event description:
Boston scientific received information that during a procedure this right atrial (ra) lead was noted to have insulation damage. It was also noted, that the patient had a small to moderate hematoma in the right femoral area. This lead was explanted and replaced. No additional adverse patient effects were reported.